Manufacturer narrative:
Review of adverse events and available treatment data for the involved device did not reveal any other similar issues or suggestion of potential device problem. Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Clinic reported patient with ulceration (size of a penny) 1/4 inch thick halo pink in color with regranulation noted. A small bruise had been noted immediately following treatment. Unsure if this is a burn or an area that was caused by friction. The patient is noncompliant with post recommendation of no upper body exercise. Cefuroxime was prescribed and wound is improving. Patient using a hydrocolloid duodenum patch to cover the area. Clinic is continuing to monitor patient condition.